Event description:
A lead management procedure commenced to extract a left ventricular (lv), a right atrial (ra) and a right ventricular (rv) lead due to infection. Spectranetics lead locking devices (lld''s) were inserted into each lead to provide traction to aid in extraction. The physician began by attempting extraction of the lv lead, which was successfully removed with traction alone. Next, the physician began attempt to remove the rv lead using a spectranetics 14f glidelight laser sheath. The physician noted lead on lead binding and encountered stalled progress in the subclavian region. The physician then turned attention to the ra lead and encountered stalled progress in the same area. He then used an outer teflon laser sheath (contained within glidelight packaging) on the rv lead but could not advance. The physician stated he could feel an abundance of calcium within that region. He then chose a spectranetics 13f tightrail rotating dilator sheath and was able to advance through the binding site and over the entire proximal coil of the rv lead. When the physician reached the level of curvature of the intact ra lead, a severe blood pressure drop was noted. Transesophageal echocardiography (tee) showed a large pleural effusion. Rescue efforts began immediately with some increase in blood pressure. However, tee then showed no cardiac motion. Pericardiocentesis was attempted, along with 4 external shocks and CPR. CPR continued for 28 minutes until the surgeon arrived and performed a sternotomy. It was reported that a cell saver was utilized and experienced technical difficulties while the surgeon was trying to locate the point of injury; reportedly, the tech/perfusionist stated that the blood was being heparinized, but the blood kept clotting in the cell saver machine. The surgeon found a 3-4cm tear in the inferior portion of the superior vena cava (svc) and despite rescue efforts, the patient died. There was no alleged malfunction of any spectranetics device in use during the procedure.